Manufacturer narrative:
While accuray currently cannot rule out the possibility that the tomotherapy system caused or contributed to the adverse event, accuray has not obtained any information to date that leads accuray to believe that the tomotherapy system caused or contributed to the adverse event described in the article. The company is thus submitting this MDR in an abundance of the caution and to comply fully with fdas requirements and expectations under 21 cfr part 803.

Event description:
An accuray employee found an article titled "radiation errors investigated at(B)(6); some employees disciplined". The article "noted...some patients at (B)(6) received improper doses of radiation.."; and "at lease one received doses that caused serious complications." In separate article related to the subject, titled: centracare acknowledges mistreatment of cancer patients", the ceo of the (B)(6) stated "...there was nothing wrong with the radiation equipment."